Manufacturer narrative:
(B)(4). Upon completion of the investigation a follow up report will be filed.

Event description:
As reported by the ous affiliate, after a certas plus valve was implanted, the pressure stage was declined and the valve was flushed. The valve seems to be occluded. Per affiliate: a certas plus ventil 828806 was implemented during a hydrocephalus operation; the surgery went well but on the next day of the operation the patient had some server health problems; an investigation was done resulting in a blockage of the ventricular system ' further investigation showed that none of the catheters was blocked but the certas plus ventil had an blockage ¿ therefore an urgent re-operation (exchanging of certas plus ventil was needed!). Certas plus used as replacement; no delays or extra adverse reported. Device will be returned.

Manufacturer narrative:
(B)(4). Upon completion of the investigation it was noted that the position of the cam when valve was received was at setting 2. The valve was visually inspected: no defects were noted. The valve was hydrated. The valve was tested for programming. The valve passed the test. The valve was flushed, the valve passed the test no occlusion was noted. The valve was leak tested, only leaked from the needle holes in the needle chamber. The catheter was irrigated, no occlusion was noted. The valve was reflux tested. The valve failed the test. The siphon guard was tested. The valve passed the test. The valve was dried. The siphon guard was removed. The valve was then pressure tested, the valve failed the test. The valve was dismantled and was examined under microscope at appropriate magnification: biological debris was found on the flat spring of cam/ball arm assembly and on the ruby ball. Review of the history device records confirmed the valve product code 82-8806, with lot cvdcgf, conformed to the specifications when released to stock on the 6th april 2016. The root cause of the problem found during investigation is due to the biological debris found on the flat spring of cam/ball arm assembly and on the ruby ball. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.